Manufacturer narrative:
(B)(4). Date sent: 4/16/2026. D4: batch # 315d84. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections of the returned device. Visual analysis of the returned sample determined that the cdh29b device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the integrity of seal area. It could not be determined what may have cause the reported event. Additionally, the device was received with only casing half washer and some b-formed staples on the guideface were observed. Also, an anvil with washer cut inside of a plastic bag was received and it belongs to a cdh29p. The event could not be confirmed as no packaging was returned for analysis and the device was received used. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 315d84, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/3/2026. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 2/10/2026. D4: batch # unk. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before an unk procedure, upon opening the product, contamination was found on the inner packaging. No patient consequences were reported.